Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330301) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00858 for the third device.

Event description:
The following info was reported: on the first device a newer tech exposed the sealant prior to deployment. Two devices met great resistance while trying to begin to shuttle the sealant down through the sheath. When they did the pull back on the sheath it brought everything back both times including the sealant. Manual pressure was held for 30 minutes and the pt was fine.